Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia") and fatigue ("fatigue"). The patient was treated with surgery (underwent total hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and fatigue outcome was unknown. The reporter considered fatigue, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("heavy abnormal bleeding"), rectal haemorrhage ("rectal bleeding") and uterine haemorrhage ("uterine bleeding") in a 36-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, cervical dysplasia, human papilloma virus infection, back pain, flank pain, dysfunctional uterine bleeding, appetite lost, bloating, menometrorrhagia and adenomyosis. Concomitant products included estrogen nos (estrogen) from 2015 to 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological problems-depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2010, 9 months 7 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"), hypersensitivity ("allergic reaction"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and pain ("pain all over body"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, migraine, dyspareunia and vaginal discharge was resolving and the rectal haemorrhage, uterine haemorrhage, vaginal haemorrhage, fatigue, hypersensitivity, female sexual dysfunction, depression, headache, nausea, allergy to metals, dysmenorrhoea, weight increased, gastrointestinal disorder, alopecia and pain outcome was unknown. The reporter considered allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, rectal haemorrhage, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 140 lbs. 3 trailing coils were seen trailing on either side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. On (B)(6) 2010, both ostia were then visualized and the essure system was applied as per the essure protocol. About 3 trailing coils were seen trailing on either side. Assessment: encounter for contraceptive management, sterilization. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events nickel allergy, vaginal pain, menorrhagia,pelvic pain and vaginal bleeding, dysmenorrhea, nausea, migraine, fatigue. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received, aka added, events added- rectal haemorrhage, uterine haemorrhage. Events outcome and onset date updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy abnormal bleeding") in a 39-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, cervical dysplasia, human papilloma virus infection, back pain, flank pain, dysfunctional uterine bleeding, appetite lost, bloating, menometrorrhagia and adenomyosis. Concomitant products included estrogen nos (estrogen) from 2015 to 2016. On(B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and weight increased ("weight gain"). On (B)(6) 2014, 4 years 2 months after insertion of essure, the patient experienced hypersensitivity ("allergic reaction") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and pain ("pain all over body"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy.) And surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, fatigue, hypersensitivity, female sexual dysfunction, depression, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, gastrointestinal disorder, alopecia and pain outcome was unknown. The reporter considered allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 140 lbs. 3 trailing coils were seen trailing on either side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. On (B)(6) 2010, both ostia were then visualized and the essure system was applied as per the essure protocol. About 3 trailing coils were seen trailing on either side. Assessment: encounter for contraceptive management, sterilization. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events nickel allergy, vaginal pain, menorrhagia,pelvic pain and vaginal bleeding, dysmenorrhea, nausea, migraine, fatigue. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet:all relevant medical history, concurrent condition, concomitant medication and lot number added.events abnormal bleeding (vaginal, menorrhagia),allergic, apareunia (inability to have sexual intercourse), depression, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition, hair loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("heavy abnormal bleeding"), rectal haemorrhage ("rectal bleeding") and uterine haemorrhage ("uterine bleeding") in a 36-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, cervical dysplasia, human papilloma virus infection, back pain, flank pain, dysfunctional uterine bleeding, appetite lost, bloating, menometrorrhagia and adenomyosis. Concomitant products included estrogen nos (estrogen) from 2015 to 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In april 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological problems-depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). On 11-nov-2010, 9 months 7 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On 17-feb-2011, the patient experienced nausea ("nausea"). On 28-apr-2014, the patient experienced fatigue ("fatigue"), hypersensitivity ("allergic reaction"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and pain ("pain all over body"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on 27-jul-2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, migraine, dyspareunia and vaginal discharge was resolving and the rectal haemorrhage, uterine haemorrhage, vaginal haemorrhage, fatigue, hypersensitivity, female sexual dysfunction, depression, headache, nausea, allergy to metals, dysmenorrhoea, weight increased, gastrointestinal disorder, alopecia and pain outcome was unknown. The reporter considered allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, rectal haemorrhage, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 140 lbs. 3 trailing coils were seen trailing on either side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on 30-apr-2010: total bilateral occlusion on 05-feb-2010, both ostia were then visualized and the essure system was applied as per the essure protocol. About 3 trailing coils were seen trailing on either side. Assessment: encounter for contraceptive management, sterilization. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events nickel allergy, vaginal pain, menorrhagia,pelvic pain and vaginal bleeding, dysmenorrhea, nausea, migraine, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("heavy abnormal bleeding"), rectal haemorrhage ("rectal bleeding") and uterine haemorrhage ("uterine bleeding") in a 36-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, cervical dysplasia, human papilloma virus infection, back pain, flank pain, dysfunctional uterine bleeding, appetite lost, bloating, menometrorrhagia and adenomyosis. Concomitant products included estrogen nos (estrogen) from 2015 to 2016 and medroxyprogesterone since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological problems-depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2010, 9 months 7 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"), hypersensitivity ("allergic reaction"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), pain ("pain all over body") and anxiety ("psychological or psychiatric problems mental anguish"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, migraine, dyspareunia and vaginal discharge was resolving and the rectal haemorrhage, uterine haemorrhage, vaginal haemorrhage, fatigue, hypersensitivity, female sexual dysfunction, depression, headache, nausea, allergy to metals, dysmenorrhoea, weight increased, gastrointestinal disorder, alopecia, pain and anxiety outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, rectal haemorrhage, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *approximate weight at the time of essure placement: 140 lbs. 3 trailing coils were seen trailing on either side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. On (B)(6) 2010, both ostia were then visualized and the essure system was applied as per the essure protocol. About 3 trailing coils were seen trailing on either side. Assessment: encounter for contraceptive management, sterilization. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events nickel allergy, vaginal pain, menorrhagia,pelvic pain and vaginal bleeding, dysmenorrhea, nausea, migraine, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: new pfs received- new event mental anguish was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('menorrhagia / abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease. Concurrent conditions included body mass index normal, cervical dysplasia, human papilloma virus infection, back pain, flank pain, dysfunctional uterine bleeding, appetite lost, bloating, menometrorrhagia and adenomyosis. Concomitant products included desogestrel;ethinylestradiol (kariva) from (B)(6) 2009 to (B)(6) 2010, estradiol (estrogen) from 2015 to 2016, furosemide (lasix) from (B)(6) 2008, ibuprofen from (B)(6) 2014, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014, medroxyprogesterone since (B)(6) 2014, ondansetron hydrochloride from (B)(6) 2010, oxycodone from (B)(6) 2014, paracetamol (acetaminophen) from (B)(6) 2014 and topiramate (topamax) from (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), rectal haemorrhage ("rectal bleeding"), uterine haemorrhage ("uterine bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"), 27 days after insertion of essure. On (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anxiety ("psychological or psychiatric problems mental anguish / anxiety"). In (B)(6) 2010, the patient experienced depression ("psychological problems-depression") and was found to have weight increased ("weight gain / loss (specify which one) gain"). In 2010, the patient experienced genital haemorrhage ("heavy abnormal bleeding"). On (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"), hypersensitivity ("allergic reaction") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and pain ("pain all over body"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and hypersensitivity had resolved, the menorrhagia, migraine, dyspareunia and vaginal discharge was resolving and the rectal haemorrhage, uterine haemorrhage, fatigue, female sexual dysfunction, depression, headache, nausea, allergy to metals, dysmenorrhoea, weight increased, gastrointestinal disorder, alopecia, pain and anxiety outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, rectal haemorrhage, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 3 trailing coils were seen trailing on either side. She had been treated for pain, bleeding, allergic reaction. Discrepant information- date of removal - (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. On (B)(6) 2010, both ostia were then visualized and the essure system was applied as per the essure protocol. About 3 trailing coils were seen trailing on either side. Assessment: encounter for contraceptive management, sterilization. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events nickel allergy, vaginal pain, menorrhagia,pelvic pain and vaginal bleeding, dysmenorrhea, nausea, migraine, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of the events pertaining to pain, bleeding, allergic reaction changed to recovered/resolved. Events of genital haemorrhage, rectal hemorrhage and uterine hemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('menorrhagia / abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, colitis, adenomyosis, menometrorrhagia, loop electrosurgical excision procedure and cesarean section. Concurrent conditions included body mass index normal, cervical dysplasia, human papilloma virus infection, back pain, flank pain, dysfunctional uterine bleeding, appetite lost, bloating, menometrorrhagia and adenomyosis. Concomitant products included desogestrel;ethinylestradiol (kariva) from (B)(6) 2009 to (B)(6) 2010, estradiol (estrogen) from 2015 to 2016, furosemide (lasix) from (B)(6) 2008 to (B)(6) 2008, ibuprofen from (B)(6)2014 to (B)(6) 2014, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014, medroxyprogesterone since (B)(6) 2014, ondansetron hydrochloride from (B)(6) 2010 to (B)(6) 2010, oxycodone from (B)(6) 2014 to (B)(6) 2014, paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2014 and topiramate (topamax) from (B)(6) 2014 to (B)(6)2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), rectal haemorrhage ("rectal bleeding"), uterine haemorrhage ("uterine bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"), 27 days after insertion of essure. On (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anxiety ("psychological or psychiatric problems mental anguish / anxiety"). In (B)(6) 2010, the patient experienced depression ("psychological problems-depression") and was found to have weight increased ("weight gain / loss (specify which one) gain"). In 2010, the patient experienced genital haemorrhage ("heavy abnormal bleeding"). On (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"), hypersensitivity ("allergic reaction") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and pain ("pain all over body"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and hypersensitivity had resolved, the menorrhagia, migraine, dyspareunia and vaginal discharge was resolving and the rectal haemorrhage, uterine haemorrhage, fatigue, female sexual dysfunction, depression, headache, nausea, allergy to metals, dysmenorrhoea, weight increased, gastrointestinal disorder, alopecia, pain and anxiety outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, rectal haemorrhage, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 3 trailing coils were seen trailing on either side. She had been treated for pain, bleeding, allergic reaction. Discrepant information- date of removal - (B)(6) 2014 and (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. On (B)(6) 2010, both ostia were then visualized and the essure system was applied as per the essure protocol. About 3 trailing coils were seen trailing on either side. Assessment: encounter for contraceptive management, sterilization. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events nickel allergy, vaginal pain, menorrhagia,pelvic pain and vaginal bleeding, dysmenorrhea, nausea, migraine, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-mar-2021: mr received. Reporter's information added.medical history were added.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.